Event description:
The doctor was attempting to place a dialysis catheter at the bedside of a cicu [cardiac intensive care unit] patient. When he was trying to remove the guidewire, it started splitting/uncoiling which required him to remove the entire catheter. The doctor got a new arrow kit and was able to place the dialysis catheter. After the new dialysis catheter was in place, the doctor was able to inspect the first catheter, and it was found to be intact.